Event description:
It was reported that after an emboshield nav 6 embolic protection device was placed successfully in the heavily calcified, non-tortuous lesion in the bifurcation of the right internal and external carotid artery, a 5.0 x 20 rx viatrac plus balloon dilatation catheter (bdc) was used to pre-dilate the lesion. The balloon was inflated one time to 8 atmospheres for 5-8 seconds. No resistance was met on advancement or removal of the bdc from the anatomy. A xact stent delivery system (sds) was then advanced, but would not cross the lesion. The sds was removed from the anatomy without resistance. The same 5.0x20 viatrac plus bdc was then re-advanced into the anatomy, and the balloon was inflated to 14 atmospheres for 5-8 seconds when it ruptured during the first inflation. No resistance was met on advancement or retraction and the bdc was then withdrawn from the anatomy. The same xact sds was then re-advanced into the anatomy and the stent was deployed with full wall apposition. The xact stent was then routinely post-dilated with a 6.0x20 rx viatrac plus balloon which ruptured on the first inflation of 10 atmospheres for 5-8 seconds. There was no resistance met on advancement or retraction and the balloon was completely removed from the anatomy. Immediately after the 6.0x20 rx viatrac plus balloon ruptured the patient exhibited left arm and left foot weakness. The emboshield nav 6 filter was removed completely and without difficulty. There was some debris noted in the filter. The patient regained full strength within 22 minutes of the noted weakness and no treatment was provided. The patient is reported as doing fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx viatrac 14 plus 6x20 peripheral dilatation catheter is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.